Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a atp board was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect atp board has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the imaging system prompted a error message when performing image acquisition and the site was unable to acquire 2d or 3d images. There was no patient present at the time of the issue.

Manufacturer narrative:
Device evaluation: the suspect power control board assembly was returned to the manufacturer and the reported issue was confirmed. The part was tested and during boot up, e-stop would not exit when the button was pressed.

Manufacturer narrative:
The suspect atp has been received by the manufacturer for evaluation. The reported issue was confirmed. When the returned board was installed on an other imaging system, the system readied into 2d mode. Acquisition failed with a short beep. Logs indicate error "flouro signal active without request" attempting the recover using generator but the issue did not resolve.